Event description:
Pt was revised due to loosening of the acetabular component following a fall, 8 years after implantation. Metallosis found present at revision operation.

Manufacturer narrative:
Requested explant, not yet received.